Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm the reported event and found a defective right master tool manipulator (mtm) arm. The fse replaced the defective mtm arm to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi has received the mtm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user observed a strange squeaking sound from the base of the right master tool manipulator (mtm) arm of the surgeon console (ssc) upon startup. Upon initialization, error code 23017 was displayed. The right mtm arm was unable to work. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the logs and found error 23017 pointing to the right mtm arm axis2. The customer was advised to press recover fault, power cycle, and hard power cycle on the ssc but the reported issue persisted. Tse informed the user that the ssc was unfit to continue the procedure. The surgeon elected to convert the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical procedure was converted to laparoscopic surgery due to ssc unavailability. The conversion did not result in an increase in port size incision or additional ports. The patient tolerated the procedure conversion. No known impact or patient consequence was reported.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported failure during the sine cycle. The axis 2 motor and the a2 motor cable will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.